Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that they have a universal stand and informed that the mounting system is missing. Requesting parts ID for the foot replacement kit and thumbwheel screws so they can mount the device properly to stand. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with part ids for the foot kit, bottom, pkg/4, v60 and thumbwheel, v60, u-stand per request. The investigation is ongoing.